Event description:
Device analysis lab received a device with insufficient information. Healthcare professional later reported "deflated left saline mammary implant." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, b7.

Event description:
Device analysis lab received a device with insufficient information. Healthcare professional later reported "deflated left saline mammary implant." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on may 29, 2025 with lot number 611330. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.